Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds and high impedances. Prior to the surgical procedure, the lead was reprogrammed to unipolar by clinic which resulted in oversensing noise, that inhibited pacing, without patient adverse effects. There were no obvious integrity issues on chest x ray or fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.